Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 28 mg/dl while wearing the pod. The patient reports while on an airplane in flight they had lost consciousness and awoken in the hospital emergency room. The patient reports their pod was removed and they were treated with glucose. The patient reports they were discharged from the hospital the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.